Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No damaged cartridge was noted. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. No unusual sounds were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the fifth firing with seam guard the stapler felt like it struggled a bit and made a strange sound. Upon inspection of the staple line, it seemed that staples on the patient side (furthest from cut line) were malformed. The surgeon clipped the area for extra security. The specimen was also inspected, and seemed as if the staples were not as tightly formed as the rest of firing, on the distal portion. The same stapler was used to complete case; one additional firing of gold was used. The stapler is being returned also.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the endoscopy part of the surgeon¿s normal routine for this type of surgery? Yes, egd is customary part of procedure. Was the post-op care changed based on the event? No. Did the cartridge pan separate from the cartridge or was it confirmed that it was loose? No, not confirmed. Was a leak confirmed based on the issue with the staples? No leak confirmed.